Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system displayed a sample rack error; customer subsequently found water on the top of the reaction carousel. The customer technical specialist (cts) instructed customer to verify that the syringes were securely in place; the syringes were properly secured. Customer then observed that the chemistry cartridge (cc) sample probe was leaking. The field service engineer (fse) visited the site and tightened a loose fitting to the 3-way valve; therefore, the instrument failure mode appears to be the 3-way valve. The instrument has been running within established specifications since the troubleshooting. The fse also ran quality controls, which recovered within specifications. The repair was verified per established procedures. Customer stated that no erroneous patient results were generated and that no one was affected by the instrument issue.

Manufacturer narrative:
(B)(4).